Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the abutment. The patient was treated with kenalog injections (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.